Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke. It is unknown at this time when or how the device broke.

Manufacturer narrative:
Visual inspection of the persona tibial articular surface provisional (tasp) confirmed that the device had fractured into two pieces. The tasp was produced in september of 2012 and therefore had been in service for approximately 3.5 years. It is unknown for how many times the device was used. This device is used for treatment an investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Subsequently, the ps tasp has been redesigned to add material and strengthen the areas where fractures occur on the devices. The device reported in this complaint was manufactured prior to these design changes. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.